Event description:
It was reported that the y-port of an interlink system continu-flo solution set was inaccessible when used with an interlink connector. The customer stated that the cannula would not pierce the membrane. This issue was discovered during infusion of an unknown drug. The customer stated that they set up the device with new supplies to continue therapy. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review will be conducted; should additional relevant information be obtained from that review, a supplemental report will be submitted. The sample was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.